Manufacturer narrative:
There was no sample provided for evaluation. A definitive conclusion regarding the incident cannot be reached without examination of the complaint sample. During the lot history review it was noted there are three complaints from different customers reported against the lot. One of the complaints is the current complaint. The other two complaints are both unconfirmed with no samples returned. One addresses an internal blood leak and the other addresses a foreign matter found in a dialyzer. The production record was reviewed and there were two approved temporary dn¿s noted on the lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility reported of a dialyzer leak at the beginning of the patient's treatment. A blood leak test was administered and patient experienced minimal blood loss. During follow up the clinic reported there was no adverse event for the patient. The blood loss was lss than one circuit approximately 100 ml. The dialyzer was discarded. The machine alarmed right away and treatment was stopped, the patient completed treatment on another machine. Patient identity and demographics were not available.